Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. Procedural or post-procedural imaging was not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that an azur vascular plug was used to treat gda bleed. The plug was deployed without issue but then migrated into an accessory branch. Embolization coil implants were utilized to embolize the gda. Angiography revealed that the avp had migrated to the hepatic artery. A snare was used to retrieve the plug, but it was ultimately unsuccessful. The plug was left in the hepatic artery, which still had flow, oriented in a "north-south" position.